Manufacturer narrative:
The device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center was unable to display image with the 180 series scope. The maj-1430 was exchanged; however, the issue persisted. The event occurred during procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d9, h3, h4, h6 and h10. The field service technician went onsite to inspect the equipment. The technician was unable to duplicate the reported event (image failure). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 9 years since the subject device was manufactured. The device was not returned for further evaluation. Based on the results of the investigation, the final root cause of the image failure was unable to be identified. However, probable causes for the image failure include: a connection failure due to the video connector and/or a faulty patient board set. The faulty patient board set was manufactured before the circuit design of the operational amplifier of printed circuit board (dr board) was changed. Olympus will continue to monitor field performance for this device.